Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) is confirmed due to the applicable cause of use error-patient connect before priming. The patient answered "no" when asked if the patient line was properly primed prior to connecting. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting air bubbles in the patient line during therapy on a home choice (hc). The technical service representative (tsr) advised the cg to start over with new supplies. The cg stated he would restarted with new supplies and disconnected the call. There was patient involvement. No patient injury or medical intervention was reported.